Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # unk. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? What confirmation was received that the device was fully fired? Where within the gap setting scale was the orange indicator prior to firing? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were all tissue layers present in both donuts when inspected? Who fired the device? What was the users experience with the device?

Event description:
It was reported that during an unknown procedure, the washer was not cut after the device fired. The staples were not b-formed. Removed the device and used hand sewing to complete the procedure. There was no report on the patient injury.